Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high, out of range pacing impedance was observed. The patient will continue to be monitored through remote transmission.

Event description:
It was reported that during normal generator change-out, an elevated capture threshold was observed. Externalized conductors were observed under fluoroscopy. Programming changes were made and the lead remains implanted. The patient was stable and will continue to be monitored normally.

Manufacturer narrative:
(B)(4).